Event description:
The customer stated that he opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The customer was asked to return the test strips for evaluation, as exposure to moisture can cause high results, but he refused. No product will be returned for evaluation.